Manufacturer narrative:
The pt's granuloma has been resolved with treatment.

Event description:
Physician reported the pt developed a pyrogenic granuloma in the punctum of the lower lid. The plug was explanted and the pt was treated with lotemax twice a day then 1 time a day for 2 weeks.